Event description:
It was reported via market preference evaluation for a lcp elbow system that a metaphyseal screw stripped the threads of a plate. Additionally the variable angle (va) locking screw did not lock within the plate. No further information regarding procedure is currently available. Per additional information, the surgeon angled metaphyseal screw, contacting thread. The va locking screw was used in place of metaphyseal screw but did not lock in plate. The va locking screw was removed and metaphyseal screw was reinserted. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 3 for complaint (B)(4).